Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a motor error alarm and keypad anomaly. While troubleshooting for the malfunctions, the customer mentioned that they were hospitalized three times due to diabetic ketoacidosis. The customer's blood glucose level during the incident was 702 mg/dl. Patient's current blood glucose was 335 mg/dl. They did not remember the date of the hospitalizations. The customer was wearing the insulin pump during the hospitalization. The insulin pump is being replaced due to keypad anomaly. The insulin pump will be returned for analysis.